Event description:
It was reported that during a lap gastric bypass procedure, on the fifth firing with a white reload on small bowel the staples were malformed on one side of the staple line, however, the staples on the opposite side were formed as expected. The sixth firing with a blue reload went as expected. However, on the seventh firing with another white reload, the staples was incomplete and did not form correctly on one side of the staple line which led to more than expected bleeding on the incomplete side. The staple line on the opposite side was as expected. The bleeding was controlled by over-sewing the staple line. There were no adverse consequences for the patient and no significant blood loss was reported. No blood products were required and the patients care was not changed due to the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 5th. 7th. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? Unknown. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. What were the patient's pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. How long has the surgeon been using this device for this procedure (in years)? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? Unknown. Were there any malformed staples noticed? Yes. Was the staple line incomplete? Yes.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with three (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.